Event description:
A malfunction on the pump was reported by the caller, which occurred after working outside in warmer temperatures with possible humidity. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided guidance to reset the pump, resolved the malfunction, and informed the customer to continue using the pump while advising them to call back if any issues reoccur.